Event description:
Pt disconnected from device, and at time of disconnect, pt was experiencing symptoms of low blood glucose (they were incoherent). Pt's spouse helped pt drink juice. No medical treatment was received. Pt alleged that device may be delivering insulin when it should not.